Manufacturer narrative:
Follow-up #1 date of submission 03/08/2016-product analysis:the device was returned and evaluated by product analysis on 02/25/2016 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple occlusion alarms; the total daily dose delivery history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 600 mg/dl with large ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported the pump frequently alarmed for an occlusion issue. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.